Manufacturer narrative:
This supplemental report is being submitted to provide a correction to d2 from the previous submissions.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event could not be determined although it can be presumed that the event occurred the product being pushed straight and vertically on the endoscope's instrument channel port which overloaded the thin-walled part of the housing causing damage. The event could have been detected/prevented by following the instructions for use: put the biopsy valve on the suction valve holder or the instrument channel port with its tab near side in the illustrated direction. Push the upper part of the biopsy valve down slantingly. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported, the single use biopsy valve (sterile) was part of two which cracked during testing. The issue occurred during preparation before use inspection in an unspecified procedure. There were no reports of patient or user harm associated with this event. Related patient identifier: (B)(6).